Manufacturer narrative:
Event was reported to have occurred from (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment for the event were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.